Manufacturer narrative:
Additional information was added to h3, h4 and h6. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional testing was performed which revealed a leak in the seam area in the top of the bag. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an intravia container was leaking from the ¿juncture of the administration port¿. This issue was identified by the nursing staff after delivery of the prepared product but before patient administration. As a result, a new bag was prepared for use on the patient. There was no patient involvement. No additional information is available.